Manufacturer narrative:
Before the bci fse arrived, the customer had already found the configuration error and corrected it. The fse confirmed that the correct formula was used and input at the dl2000 system appropriately. This measure resolved the problem. This was not a direct malfunction of the instrument but rather a user interface error. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 to (B)(6) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, incorporated (bci), and reported they had generated incorrect ldl (low density lipid) results from the datalink/dl2000 data manager system which was due to an incorrect autovalidation rule which they had implemented. The results were reported out of the laboratory. The customer had input an incorrectly configured formula for calculated ldl results at the dl2000 system and this caused erroneous calculated ldl results to be generated. The customer informed bci that they were taking corrective action to rectify the reported erroneous results. The customer had corrected the formula before the bci fse (field service engineer) arrived. No pt or sample data was provided. It is not known the total number of pt data reported out of the laboratory. While there was no adverse event or injury associated with this event, it is not known if there was any change in pt treatment.